Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should the device or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system buretrol solution set experienced an upstream occlusion which interrupted flow. This occurred during patient infusion with chemotherapy. The reporter stated that the nurse was attempting to infuse 600ml/hr with an infusion pump when the set was intended for 150 ml/hr. This resulted in the backup of solution in the set. There was no patient injury or medical intervention reported. Additional information was requested and is not available.